Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 38 mg/dl at the time of incident. The customer was treated with food and glucose tablets for low blood glucose level. Customer had been experiencing low blood glucose for glucagon and food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. Customer was using the auto mode feature. Customer also stated that cracked on the top of reservoir retainer ring however reservoir did able to lock in place when inserted into insulin pump. The insulin pump will returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to treatment. The correct information has been provided with this report. (B)(4).

Event description:
The customer's low blood glucose level was treated with glucose tablet and food and glucagon was not used for the treatment.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with cracked reservoir tube lip and retainer. Moisture damage was found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.